Event description:
Two therapeutic underdose occurrences were discovered by the licensee on (B)(6) 2012. These occurrences involved a fractionated breast high dose rate afterloader (hdr) treatment with a senorx contura multicatheter breast applicator. The first and third delivered treatment fractions were found to be less than 50% of the intended fractional dose, due to an incorrect entered treatment length. The entire course of the treatment in the written directive included ten equal-dose fractions of 3.4 gray per fraction for a total dose of 34 gray to the prescribed treatment site. To correct for the underdose occurrences, two additional treatment fractions were added and the treatment plan was modified to achieve the total dose specified in the written directive. The radiation oncologist has notified the pt and attending physician. The licensee believes that this medical event has also caused an unintended dose to skin outside of the prescribed treatment site. The licensee has performed computer simulation, calculations and physical measurements using tlds simulating the treatment geometry to model the unintended skin dose. The event delivered an unintended skin dose exceeding at least the skin erythema threshold (2 gy).

Manufacturer narrative:
Event caused by operator error. Hospital took corrective actions to prevent future occurrences of the event.